Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a loose grip cable at the distal end. Additionally, the instrument was found to have a broken clamping pulley. The housing was removed for inspection and the grip input disk clamping pulley was broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large suturecut needle driver instrument had broken cable. The procedure was completed with no reported injury.